Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: the cause of the bleeding is determined to be use issue due to patient movement because the bleeding weas noted after transfer to ICU. Ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
B5: additional event information. H6: updated coding.

Event description:
Additional information was received that indicated the patient was needing an off-pump coronary artery bypass (opcab).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient on impella 5.5 experienced oozing at site, jackson-pratt drain was placed. In addition to bleeding at right axillary site, blood products administered. There were also runs of ventricular tachycardia and arrhythmia issues were addressed with amiodarone. The 5.5 was successfully weaned and explanted.